Manufacturer narrative:
An event of device explant after 8 years was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
In 2011, a 25mm trifecta valve was implanted. On (B)(6) 2019, the valve was explanted and replaced with a 23mm inspiris valve. The patient is alive and recovering as expected.